Event description:
It was reported that during an elective percutaneous coronary artery procedure of the moderately calcified, proximal circumflex, direct stenting was attempted; however, the vison stent delivery system (sds) did not cross. The sds was retracted from the patient in order to performed predilatation; however, slight resistance was felt during pullback, which resulted in the stent implant dislodging from the balloon. Attempts were made to retrieve the dislodged stent with a dilatation balloon; however, this was unsuccessful. The dislodged stent implant was compressed against the vessel wall with a non-abbott stent in an unintended site. The procedure was continued with the deployment of a non-abbott stent at the target lesion. The patient final outcome was good. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: sapphier balloon. Guide wire: balance middleweight universal ii. Guide cath: ebu launcher 75. Device (B)(4): no pre-dilatation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It was reported the moderately calcified lesion was not pre-dilated prior to advancing the sds which likely contributed to the reported difficulties. It should be noted multi link vision rx instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. It is likely that the stent interacted with the calcified lesion during advancement, contributing to damaging the stent resulting in resistance during retraction and the stent ultimately dislodging in the anatomy. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.